Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The patient sample was tested in the manufacturer's research and development laboratory, confirming the customer's findings. The hivag submodule result was determined to be a false reactive result, while the ahiv submodule result was non-reactive. Patient samples with low signals may occur in the ahiv submodule of the elecsys hiv duo assay. The root cause was attributed to a sample-specific discrepancy. No definitive root cause could be identified.

Event description:
The initial reporter alleged a discrepant result for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 analytical unit. The initial test results for the elecsys hiv duo assay were as follows: hivag submodule 3.34 coi (reactive) and ahiv submodule (value not provided). No polymerase chain reaction (pcr) confirmatory testing was performed. The patient sample was subsequently tested in the manufacturer's research and development laboratory. The elecsys hiv duo assay results were as follows: hivag submodule 3.67 coi (reactive) and ahiv submodule -0.024 coi (non-reactive). The hivag submodule result was determined to be a false reactive result.